Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, granuloma and rupture.

Event description:
Health professional reported right side ¿swelling and pain¿, ¿300 cc of seroma was drained from the small incision made into the capsule pouch during the operation and the gel of the ruptured prosthesis was seen¿, ¿chronic granulomatosis mastitis¿, ¿increase in breast volume¿, ¿asymmetry¿, and ¿thick capsule formation.¿ the device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening curved on anterior. A visual and microscopic analysis was performed which identified: sharp opening on anterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening . Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Health professional reported right side ¿swelling and pain¿, ¿300 cc of seroma was drained from the small incision made into the capsule pouch during the operation and the gel of the ruptured prosthesis was seen¿, ¿chronic granulomatosis mastitis¿, ¿increase in breast volume¿, ¿asymmetry¿, and ¿thick capsule formation.¿ the device has been explanted.